Manufacturer narrative:
Additional information was added to b5, h6 and h11: b5: during follow up, it was clarified that there was a separation of the female connector and main body of six (6) minicap transfer sets [previously submitted as one (1)]. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and the female connector was observed separated from the main body. The reported condition was verified. The cause of the separation was determined to be a manufacturing issue due to inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation of female connector and main body of the minicap transfer set. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.